Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported heart failure was unable to be determined. The reported dyspnea and edema are likely related to the reported heart failure. The reported patient effects of heart failure, dyspnea, and edema as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "mitral repair on the edge: a case report of redo transcatheter mitral edge-to-edge repair for recurrent regurgitation in complex lateral jet anatomy", was reviewed. The article presented a case study of a 77-year-old patient with degenerative mitral regurgitation. It was reported that on an unknown date in december 2021, an nt clip was successfully implanted. On june 2023, the patient was re-hospitalizaed for recurrent heart failure symptoms. Imaging revealed recurrent mr. A redo m-teer was performed with a non-abbott device. [The primary and corresponding author was christoph pauschinger, department of general an interventional cardiology, university heart and vascular center hamburg, university medical center hamburg-eppendorf hamburg, germany, with corresponding email: c.pauschinger@uke.de].